Event description:
New information notes that the patient expired due to esophageal cancer. The device was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated due to an error message displayed. Once the egms were cleared from the device, interrogation was successful. The device remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an error message during interrogation could not be confirmed in the laboratory. The device interrogated normally on the bench using multiple programmers and the error message observed in the field could not be reproduced. The device was tested using automated test equipment and no anomaly was found.